Event description:
Device malfunction: none. Symptoms/ae: neurological deficit, sepsis. Time of ae: post procedure. It was reported that 5 days post xact stent implantation in the right internal carotid artery, the pt was hospitalized with worsening left sided weakness, gait instability, and dizziness. Eval revealed sepsis; however, the origin of sepsis was not determined. Infectious disease consult diagnosed gait disturbance and dizziness in the setting of previous cerebrovascular accident, transient worsening of chronic neurologic deficits likely secondary to acute infection and suspected community acquired staphylococcus aureus sepsis. Antibiotics were given and the pt clinically improved. Carotid duplex showed a patent stent. Recurrent stroke could not be completely ruled out due to comorbid conditions of sepsis and diabetes. Though requested, no add'l info was provided.

Manufacturer narrative:
Study event. Evaluation summary: there was no device malfunction reported. A neurological event may occur even during or after procedures where the device functions normally. A neurological event, as listed in the instructions for use, is a known possible adverse event associated with the use of the device. A conclusive root cause for the neurologic event and sepsis could not be determined. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.